Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was undergoing a generator change. The system impedance is currently a little bit high, which is slightly high but still within a range that can be successful. It was suspected to be caused by calcification. Additionally, it was noted that the patient had a previous episode that required three shocks to convert the rhythm, which raises concerns about the effectiveness of a defibrillation threshold test (dft) in guaranteeing future success. Troubleshooting options were discussed and recommended. Additional information received indicates that an dft testing was performed with the new s-ICD and the shock failed and the shock impedances were high. The physician confirmed calcification. Reprogramming efforts were performed and the plan will be to replaced with tv. Subsequently a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was undergoing a generator change. The system impedance is currently a little bit high, which is slightly high but still within a range that can be successful. It was suspected to be caused by calcification. Additionally, it was noted that the patient had a previous episode that required three shocks to convert the rhythm, which raises concerns about the effectiveness of a defibrillation threshold test (dft) in guaranteeing future success. Troubleshooting options were discussed and recommended. Subsequently a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported.